Event description:
According to the reporter during the sleeve gastrectomy while stapling the stomach, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. To resolve the issue, the surgeon opened a new device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.